Event description:
It was reported that during a prostate procedure @ 390,000 joules and 52:38 minutes of use the fiber stopped working. The procedure was completed by alternate procedure. . ¿no damaged to the patient¿ was reported. Gland volume 80 ml.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap exhibits severe char; the glass cap exhibits severe devitrification at the output window; the metal cap is loose from the glass cap; the glass cap can rotate freely within the metal cap; the metal cap adhesion location exhibits burnt glue; the outer flow tubing exhibited mild contamination, likely biologic. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.